Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The biomedical engineer evaluated the unit and confirmed the reported error. The biomedical engineer replaced the alarm and motor controller board to address the problem. One month later the problem returned. The product support engineer advised customer to replaced the cpu board. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the v60 ventilator alarmed with primary alarm failure (1102) error code. No patient harm was reported.